Event description:
A report was received that during a routine programming it was discovered that one of the patient's leads had four contacts with high impedances. The physician replaced the lead and repositioned the remaining lead. The patient was reprogrammed and was reportedly doing well following the procedure.

Event description:
A report was received that during a routine programming it was discovered that one of the patient's leads had four contacts with high impedances. The physician replaced the lead and repositioned the remaining lead. The patient was reprogrammed and was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the lead passed mechanical tests performed. The complaint has been confirmed. Visual and x-ray inspection of the lead (B)(4) revealed that four of the cables were completely broken at the bent/kinked location of the lead. The damage to the cables is consistent with fractures caused when a lead is sutured without the use of a suture sleeve. A review of the manufacturing documentation for the explanted lead (B)(4) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-70, (B)(4), description: linear lead, 70 cm with pre-loaded 0.012 inch stylet.